Event description:
It was reported that a shaft break and thrombus formation occurred. Vascular access was obtained via a contralateral approach. The target lesion was in the anterior tibial artery. Orbital atherectomy was performed. After atherectomy, the physician advanced a 1.5mm x 12mm emerge monorail coronary ptca catheter from the contralateral side through a long sheath to the anterior tibial artery. Three inflations were performed. After the third inflation, the scrub tech noticed that there was blood back in the inflation device. They attempted to remove the balloon and it was discovered that the balloon shaft had fractured on the hypo tube leaving the distal half of the balloon in the long sheath and patient. The long sheath was carefully removed and the distal half of the balloon was removed as well. Angiographic images revealed clot formation from the popliteal artery and distal. The patient¿s distal leg did thrombose off leading to further care. The patient was given antiplatelet medication and moved from the cath lab. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. The catheter was received in three pieces. There was blood in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 44cm from the hub and 39.5cm from the guidewire exit notch. The fractured faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage of the inner and outer shaft and corewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the emerge balloon catheter was used in the anterior tibial artery and the dfu states: "the emerge over-the-wire and emerge monorail ptca dilatation catheters are indicated for the balloon catheter dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).

Event description:
It was reported that a shaft break and thrombus formation occurred. Vascular access was obtained via a contralateral approach. The target lesion was in the anterior tibial artery. Orbital atherectomy was performed. After atherectomy, the physician advanced a 1.5mm x 12mm emerge monorail coronary ptca catheter from the contralateral side through a long sheath to the anterior tibial artery. Three inflations were performed. After the third inflation, the scrub tech noticed that there was blood back in the inflation device. They attempted to remove the balloon and it was discovered that the balloon shaft had fractured on the hypo tube leaving the distal half of the balloon in the long sheath and patient. The long sheath was carefully removed and the distal half of the balloon was removed as well. Angiographic images revealed clot formation from the popliteal artery and distal. The patient's distal leg did thrombose off leading to further care. The patient was given antiplatelet medication and moved from the cath lab. No further patient complications were reported.

Manufacturer narrative:
(B)(4).